Event description:
The patient's father reported that the patient has experienced several occlusions (competitor's infusion device) resulting in elevated blood glucose of 500 mg/dl and ketones. Symptoms of elevated blood glucose are confusion, headache, and irritability. Her normal blood glucose range is 140-150 mg/dl. To lower her blood glucose, the patient injected insulin via syringe. The patent attempted to prime a new infusion tubing from the same lot of infusion set and she was not able to complete the prime. The patient then tried priming another infusion tubing and has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the initial infusion tubing that occluded during use. She did keep the infusion tubing that occluded during priming. Product was replaced and requested to be returned for evaluation.